Manufacturer narrative:
Continuation of d10: product ID 2035u (lot: g25a12124); product type: cables and accessories; product ID 203cx (lot: 229833405); product type: cables and accessories; product ID 106a2-k (serial: (B)(6)); product type: console <(>&<)> spare parts; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure with the freezor xtra3 cryo catheter, only one effective cryo lesion was ac hieved, and high flow errors, temperature fluctuations, and unregulated console flow were observed. It was noted that the high flow errors continued despite good tissue contact. Troubleshooting steps were taken, including venting the console before the procedure,powering the console off and on, disconnecting the coaxial umbilical and electrical connections, replacing the electrical connection due to temperature fluctuations, and ultimately replacing the catheter. The procedure was aborted. No patient complications have been reported as a result of this event.